Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for multiple samples. The following example results were provided: initial result = 158 mmol/l, repeat result same analyzer and different one = 145 mmol/l initial result = 160 mmol/l, repeat result same analyzer and different one = 145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The customer determined the ict modle of the alinity c processing module was the likely cause and replaced the part. The part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the ict modle did not identify any trends. A review of the scorecard identified no similar issues related to the alinity c processing module, likely cause parts, or discrepant results as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the alinity c processing module for sn (B)(6) or ict modle was identified.